Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. Deflection test were performed and the device was worked correctly. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device 50000010 number, and no internal actions related to the reported complaint condition were identified. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - medium was received by the biosense webster product analysis lab on 8-mar-2022 with no accompanying information, and was processed on 6-may-2022. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, the device was inspected, and the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. Hemostatic valve separation is MDR-reportable.